Event description:
Unable to insert nasogastric tube. Could not inject air into tube. Removed from patient. Tube was discovered to be defective: manufactured without holes at end of tube. New tube was placed into patient.